Event description:
Procedure: vats lung biopsy. Under 200cc bleeding occurred when fired over right upper lobe. They found the distal staples did not form at all. The second firing was successful. The incision was extended about 3cm to suture that incomplete staple line manually. The patient was under observation.